Event description:
The rep reported the device was used during a radical cystectomy. It was reported the mcl20 clips were malformed and would not stay on the vessels. The case was completed with another mcl20. There was no consequence to the patient.